Event description:
It was reported by service report that there was a reduction in brake force. No patient involvement or adverse consequences were reported. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: worn brake ring. Conclusion: unit to be repaired by customer.